Event description:
It was reported that pump malfunction alarm occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience repeat malfunction after reset, and was instructed to continue using pump and call back if malfunction recurred.